Event description:
It was reported that alerts of non-sustained ventricular oversensing due to noise were observed via remote transmission. Patient has a previously capped rv lead and possible lead to lead interaction was causing the noise. Patient presented to the clinic and fluoroscopy confirmed lead was located close to the previously capped rv lead. Noise was not reproducible with isometric testing and pocket manipulation. Patient was stable and will continue to be monitored.

Event description:
It was reported that an asymptomatic patient received multiple episodes of non-sustained oversensing via merlin.net. Noise was not reproducible. The low attenuation filter was turned off and no other recommended programming changes were made. The patient is stable and will continue to remote in.

Manufacturer narrative:
(B)(4).